Manufacturer narrative:
Clarification to b3 partial date of event: january 2025 was provided. Clarification to d6a: 1991 was provided. Continued e1 phone number: (B)(6).

Event description:
Regulatory agency reported, on behalf of pharmacist, "rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI.". This record is for the left side. Device was explanted.

Event description:
Regulatory agency reported " bilateral rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI." This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, non penetrating nicks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.2., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported " bilateral rupture, perspiration of silicone gel and liquid silicon leak, discovered by MRI.". This record is for the left side. Device was explanted.